Event description:
The customer reported to siemens that three erroneously depressed acetaminophen (acet) results were obtained on an atellica ch 930 analyzer. The erroneously depressed patient results were reported to the physician and were not questioned. The same samples were reprocessed on the same atellica ch 930 analyzer. Higher results were obtained, considered correct and reported to the physician.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer made a mistake when calibrating the assay. The calibrator values were entered as mg/dl (default units) but the assay was configured as mg/l. The customer recalibrated the assay with the correct units, which resolved the issue. No reagent nor instrument issues were identified. No further evaluation is required. The customer is operational. The device is performing within specifications. A potential product issue was not identified. The cause of the event is user error.